Event description:
C/o chronic fatiuge, receiving skin and eye infections. Currently living in saudi arabia. Bilateral capsular contractures. Rt implant ruptured posteriorly. Left implant ruptured posteriorly. Implanted 18 years ago.